Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: mics fell apart during bone prep. Case type / application: tka 2.0 update 3/10/2026: nothing fell into patient additional information received on 06/08/2026 upon completion of investigation: collar locking mechanism ¿ dislodged.